Event description:
It was reported that the pt had to be returned to the theatre on 12/31/1998 with a burst abdomen. Surgeon noticed that the suture had snapped at mid suture line. The suture that broke remains in situ.